Manufacturer narrative:
The surgical issues questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the stimulator after the expiration date, not prepping the skin with antiseptic solution, multiple tunneling attempts, using incorrect tools, and not prescribing antibiotics preoperatively have been ruled out as potential causes. However, the incision site was not irrigated with antibiotic solution before closure. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging.  The stimulator is used to treat pain. The cause of the reported issue is due to not irrigating the incision site with an antibiotic solution before closure (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issues rates remain acceptably low; thus, CAPA is not required. Surgical issues rates will continue to be tracked and trended.

Event description:
The patient reported their pocket incision was painful, red, swollen, hot, and draining yellow fluid. They went to the emergency department where they were given IV antibiotics and oral antibiotics to take at home. The patient has healed, the inflammation is down, infection has cleared, and they have started using the device.